Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was running around during the holiday season, her infusion set's tubing detached at the connector piece at the site location. Reportedly, the site of location was on her left arm and the pump was in the left pocket. The infusion had been used for less than a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, she was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available